Event description:
On 08/08/97, the dr performed a left frontal craniotomy on pt to repair an aneurysm. The surgeon used dura-guard to patch the area. About 1/3 of the lateral frontal surface was covered with dura-guard and tacked down. Fibrin glue, from the blood bank, was used. The surgery was uneventful and the pt was sent home 7 days later. Approx 4 weeks later, on 09/06/97, the pt returned to the hosp with seizures. A cat scan showed swelling of the left frontal lobe and inflammation. The surgeon noted that the area did not look infected. An intraoperative culture showed no growth and the pt's white cell count was normal. The pt was put on antibiotics. Exploratory surgery was performed and when the surgeon opened the dura, no pus or infection was evident. The dura-guard was adhering to the surrounding tissue and the surgeon stated that was an unusual reaction. The pt was also treated with steroids and is doing ok.